Event description:
Patient was infected hip revision underwent reoperation for irrigation and debridement with head and liner exchange. The surgeon elected to implant stimulan rapid cure mixed with 2g vancomycin and 1200mg tobramycin powders. Wound drainage observed 7d post-op.

Manufacturer narrative:
On using the product for the first time, the surgeon elected to implant the 20cc stimulan rapid cure mixed with 2g vancomycin and 1200mg tobramycin powders. Mixing with other substances is an off-label use in the u.s. This was a physician directed use. Upon presentation of the drainage 7 days post op, the surgeon elected for immediate second re-op. A washout was performed. Based on the information received, suspected root causes are: sterile drainage - is a known occurrence associated with calcium sulphate and other materials. Possibly excess material being implanted at the surgical site.